Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when booting the system on, he would see the medtronic logo for a brief second and it would go blank. He could hit the display button and it would turn the monitor on and off, when on though, it was evident the screen was illuminating, just without an image/display. There was no patient present when this issue was identified. No additional information was provided.